Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery was replaced after the pump emitted a low battery warning, and the pump would not power back on. The reporter stated she tried three new batteries, without success. The patient reportedly is on a back-up plan per the healthcare provider since the issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history reveals multiple 128-fxxx replace battery alarms on (B)(4) 2013. During testing the pump powered on appropriately. There was no damage to the battery compartment or cap and the cap attached to the pump securely. During testing, no power loss was observed. A 128-fxxx replace battery alarm occurred during testing. The pump was opened and internal moisture contamination was found. The power loss complaint could not be duplicated.